Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be established. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often caused by a breach in aseptic technique during the pd exchange. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) had peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. During additional follow-up, the patient¿s pd nurse reported that on 25/sep/2021 the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count of 4,000. It was reported the patient was treated with vancomycin (2 grams, intra-peritoneal (ip)). Per the nurse, a repeat pd culture was obtained on 8/oct/2021 which showed the wbc decreased to 13. The nurse stated the patient recovered from the peritonitis event. The patient reportedly continues pd treatment with the same cycler without any adverse effects. The nurse stated the cause of the peritonitis was unknown. However, per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.